Event description:
The customer reported being hospitalized due to high blood glucose over 500mg/dl. The customer stated that the insulin pump alarmed no delivery, and he did not have an extra infusion test to troubleshoot the device. The customer mentioned that he changes the infusion set every four days recommended to change the infusion set every two to three days. The customer call back and state that he continued to having high blood glucose. The customer stated that he contacted the doctor regarding his high glucose, and he does have a back up plan. The customer treated with manual injections. Ran a fixed prime and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to perform the high pressure test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.